Event description:
Boston scientific received information that pacemaker with this right ventricular (rv) lead had oversensing with pacing inhibition that resulted to asystole of less than two seconds. A high pacing impedance measurement of more than 2000 ohms were also noted. Noise was also noted with isometrics. The rv lead was capped and was surgically abandoned. A new rv lead was successfully implanted. No other adverse patient effects were reported. The device remains in service and the rv lead was out of service.

Manufacturer narrative:
No other information is available at this time. This investigation will be updated should further information be provided.